Manufacturer narrative:
No issues were identified during a review of the sample foam images (sfd). Based on the information provided, the cause of the event could not be determined. A general reagent issue was excluded as qc was within range prior to the event. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 module serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 801 module. The initial result was 89 ng/l. The repeat result was 18 ng/l. The sample was repeated on a different cobas module with a result of 17 ng/l.